Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tah, rso, extensive lysis of bowel and omental adhesions; due to sui. It was reported that the patient underwent excision of mesh on (B)(6) 2009, with vaginoplasty due to vaginal erosion of mesh. It was reported that the patient underwent mesh revision on (B)(6) 2010, with re-approximation of the mucosal edges, excision of vaginal inclusion cyst & perianal excessive skin tags due to mesh exposure. It was reported that the patient underwent (unspecified) mesh excision on (B)(6) 2012 due to mesh erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a bard align to was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh revision with reapproximation of the mucosal edges, excision of the vaginal inclusion cyst and excision of perianal skin tags on (B)(6) 2010 by dr. (B)(6). Due to mesh exposure, vaginal inclusion cyst and perianal excessive skin tags causing discomfort at the (B)(6).

Event description:
It was reported that the patient underwent mesh revision with reapproximation of the mucosal edges, excision of the vaginal inclusion cyst and excision of perianal skin tags on (B)(6) 2010 by dr. (B)(6). Due to mesh exposure, vaginal inclusion cyst and perianal excessive skin tags causing discomfort at the (B)(6) center, (B)(6).